Manufacturer narrative:
The complaint of leaks on item mc33150 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history review (DHR) was performed and the same failure, lot, and description were found, however, the complaint is still pending investigation. Device available for evaluation: no.

Event description:
It was reported that, on an unknown date, a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer experienced a crack that led to a leak during patient use. As per the report, the microclave on peripherally inserted central catheters (PICC) was found to be cracked and leaking. Able to change the clave, no adverse effects or outcome. The event resulted in losing PICC access and needed to reinsert PICC. There was no harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.